Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of peritonitis in a patient coincident with dianeal unknown, dianeal pd2 ambuflex and extraneal viaflex therapies for automated peritoneal dialysis (apd) and continuous ambulatory peritoneal dialysis (capd). In 2011, the patient experienced peritonitis. Treatment was not reported. The root cause and outcome of the peritonitis was unknown. Action taken with dianeal was unknown. Concomitant medications were not reported. The nurse did not provide an assessment of causality.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.